Event description:
It was reported that during the use of the device for a non-clinical activity, the cooler heater unit was causing the operating room alarms to go off when the compressor was turned on to make ice. There was not a case involved. The unit was in the trauma room on standby. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) found that when the cooler heater compressor was turned on to make ice, the leakage current jumped off the charts. Normal rate at 700+, reversed mode at 1000+ at times. The current when the compressor turned on was at 2.5 amps, should be around 8 amps or more. The fsr unplugged connector to the compressor and leakage went to normal. With the compressor on for approximately fifteen minutes, there was no cooling on the cold plate. Evaluation points to a bad compressor. The fsr received quote from technical support and provided to the customer. Customer is to advise fsr of their decision on making repairs. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.